Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports the alarm was resolved by an infusion set change. The customer was advised to call the alarm occurs in order to troubleshoot. The customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer declined to check for possible site/insulin issues. The customer declined to check their settings. The customer wants to get insulin pump replaced. The customer was offered troubleshooting for low blood glucose but declined. The customer was shipped a replacement insulin pump.